Event description:
It was reported the affinity 50 ultrasound system's monitor articulating arm had detached from the base. The failure occurred outside of clinical use and no patient or user was harmed. Philips has started an investigation and upon completion, a follow up report will be submitted.